Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted protectomy with colo anal anastomosis and diverting loop lleostomy procedure, the device was closed and made a loud pop but not the crunch noise as usual. The device did not form the staples properly but did cut. The surgeon hand sewed the staple line, which took an hour. There was no adverse consequence to the pt.